Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to a reservoir leak. The patient was not happy with the situation. It was suggested to the patient to obtain another opinion from another specialist to compare feedback. The ipp is currently implanted. There were no patient complications reported.